Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that blood glucose was high and wanted to check ther accuracy of meter. Customer reported that blood glucose was 600 mg/dl. Customer was advised that if boluses don't begin to bring blood glucose down to revert to back up plan. Customer will get another meter to test blood glucose. Customer reported to also have issues with not delivery alarm and wanted supplies replaced.